Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited unacceptable thresholds and sensing anomaly. The lead was not used.